Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed; analysis revealed normal battery depletion. Performance data from the device was also received and analyzed. Analysis of the performance data revealed that the device was pre/approaching the elective replacement indicator (eri). Concomitant product: 6944 implantable defib lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the device may have reached the recommended replacement time (rrt) prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.